Manufacturer narrative:
The insulin pump was received with a blank display due to a problem with a liquid crystal display board.

Event description:
The customer reported a beep follow by a blank display. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.